Manufacturer narrative:
Initial reporter address: (B)(6). Initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and main body of a minicap transfer set; further described as "sterile blue tip unscrewed from light blue section." The patient line could not be disconnected at first. This occurred during use of the device for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation. Visual inspection was performed and the female connector was separated from the main body. A torn tubing at the female connector leg was also observed. A leak from the tubing hole was observed during leak testing. Connection/disconnection testing was performed using an in-lab mini cap and no issues were observed. The reported connection issue was not verified. The reported separation issue was verified. The cause of the separation was determined to be manufacturing related due to an inadequate solvent bond between the female connector, insert chip, and main body. The cause of the damaged tubing could not be determined, however it was most likely caused by twisting the tubing while attempting to disconnect. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.